Event description:
Reporter reported leakage around the twist clamp of a transfer set. No pt injury or medical injury was indicated at the time of the initial report.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage around a twist clamp on a transfer set. The root cause was a broken occluder foot/feet. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.